Event description:
It was reported that the patient had complaints of nausea, vomiting, pain and had a hernia at the midline near the fundus of her stomach. The reporter noted that the device was explanted. It was noted that the patient¿s symptoms had not relieved and at the time of the report were experiencing pain, nausea, vomiting, and a hernia. It was further reported that the cause of the event was due to ¿no clinical response.¿ the reporter noted the surgical intervention included explanting the implantable neurostimulator (ins) and the lead. It was noted that the patient had symptoms of pain and an outcome of no injury.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4). Analysis of the implantable neurostimulator found no significant anomaly. It was noted that it was functionally okay and there were insignificant anomalies.